Event description:
Patient was undergoing dialysis. Toward the end of the cycle the dialysis nurse was placing machine in rinsing back mode and heard a crack. A transducer on the machine cracked. FDA safety report ID# (B)(4).